Event description:
Reported due to surgical procedure. The physician attempted an arteriotomy closure with the closer s device following an intervention procedure. Fluroscopy was performed prior to the procedure with the following findings: vessel size of seven (7) millimeters; condition of the vessel noted to be "normal". The pt did not have scars tissue present at the groin site. The device was inserted and deployed without issues. Upon removal of the device, "the physician tightened the knot before finishing pulling device (out of groin)." This resulted in the sheath breaking off approx two (2) centimeters (cm) from the tip of the device. The physician attempted to retrieve the broken piece of the device by performing a cutdown. However, the broken piece had already migrated to the ankle. Location of the broken piece of device was confirmed via fluoroscopy. Reportedly, the physician does not plan to remove the broken piece due to the fact that the pt, "dosen't have injury, is advanced in age, and surgery to retrieve the broken piece at ankle is too difficult." The incident did not increase the pt's hospitalization. The pt was discharge and is "doing well". Although requested, no additional information was provided.